Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device overheating was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device had damaged mechanics and insufficient/low power. It was further determined that the device failed pretest for checking power with power test bench. The assignable root cause was determined to be traced to be component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery reamer device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.